Event description:
It was reported that the pump touchscreen was turning off quickly. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Customer's blood glucose level was 135 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.